Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the atrial lead had no sensing and capture. X-ray noted lead dislodgement. The lead was successfully repositioned without incident on (B)(6) 2020. There were no consequences to the patient.